Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced dizziness, shortness of breath, palpitations and "blackouts". The patient queried if the pacing lead was in the correct port. The patient reported the device had been reprogrammed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.